Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports for the bipolar forceps reportedly used during this event and is linked to mfg report number 3014334038-2022-00171. A facility reported that during an ortho/spine procedure, it was noted that the bipolar forceps/buzz nonstick (nhi15) were no longer conducting at the tips. It was reported that there was a delay of 30 minutes to an hour because the staff had to open replacement instruments. The procedure was completed with replacement instruments. No patient injury occurred.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the buzz nonstick (nhi15) was returned for evaluation: device history record (DHR): the DHR was reviewed and no abnormalities related to the reported issue were identified. The reported complaint was confirmed. Visual evaluation noted that the returned buzz nonstick forceps were in used condition with the tips tarnished and the insulation discolored due to wear/sterilization issues. Damaged tips and insulation may have interfered with conductivity. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.